Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with telemeters in two patient rooms. The bme reported that their information technician (it) manager went to check the access points (ap) for the telemeters and found an issue with one ap and was able to resolve it, but another room was still in communication loss. The it manager added another access point and reports that this resolved their issue with the second telemeter. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56. When additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, however the serial number is no information (ni) as the customer could not provide the information. Telemetry transmitter(s): model #: gz-130p. Serial #: ni. Model #: gz-130p. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with telemeters in two patient rooms. The bme reported that their information technician (it) manager went to check the access points (ap) for the telemeters and found an issue with one ap and was able to resolve it, but another room was still in communication loss. The it manager added another access point and reports that this resolved their issue with the second telemeter. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with telemeters in two patient rooms. The bme reported that their information technician (it) manager went to check the access points (ap) for the telemeters and found an issue with one ap and was able to resolve it, but another room was still in communication loss. The it manager added another access point and reports that this resolved their issue with the second telemeter. No patient harm was reported. Investigation summary: communication loss may occur due to issues with the customer's network environment. Network access point overload may cause unstable network connection and may cause devices to randomly drop connection. As the customer reported that adding an additional access point resolved their comm loss issue, the root cause is most likely related to customer network environment. As this issue has an overall risk score of medium, a corrective action and preventative action (CAPA) is not required, as this issue is a result of deficiencies with the customer network environment. Attempt #1. 03/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 03/31/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3. 04/06/2022 emailed customer via microsoft outlook for all items under the no information section. Reply was received but the customer could not provide the requested information. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns, however the serial number is no information (ni) as the customer could not provide the information. Telemetry transmitter(s): model #: gz-130p; serial #: ni. Model #: gz-130p; serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with telemeters in two patient rooms. The bme reported that their information technician (it) manager went to check the access points (ap) for the telemeters and found an issue with one ap and was able to resolve it, but another room was still in communication loss. The it manager added another access point and reports that this resolved their issue with the second telemeter. No patient harm was reported.